Event description:
Device report from synthes reports an event in japan as follows: it was reported that on (B)(6) 2023, the patient underwent the orif with the compression wire in question for the clavicle diaphyseal fracture. The compression wire in question was used for temporary fixation of the plate. When the surgeon attempted to remove the compression wire to insert a screw, the wire broke at the ball part. The surgeon struggled to remove the broken wire, but the surgeon was eventually able to remove it using pliers and radio pliers. There are no pieces in the patient. The surgeon confirmed by x-ray. The surgery was completed successfully within 30 minutes delay. No further information is available. This report is for one (1) compr wire ã¸1.6 l150/10 this is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. D9: complainant part is not expected to be returned for manufacturer review/investigation. The product was not returned to depuy synthes, however photo was provided for review. The photo investigation revealed that the device 03.211.410.01s, compr wire ã¸1.6 l150/10 is broken at the ball part. It is possible the device encountered unintended forces during use (off-axis manner). Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was confirmed as the observed condition of the device (B)(4) , compr wire ã¸1.6 l150/10 would contribute to the complained device issue. Based on the investigation findings, the potential cause is traced to unintended use error and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.